Event description:
The customer reported that after approx 10 activation cycles, a cracking noise was heard at the handle and the instrument could no longer be opened. The instrument was removed from the pt tissue using another ls1500. There was no pt injury.

Manufacturer narrative:
(B)(4). The initial device has been received and is under eval. When the device eval is complete a f/u report will be submitted.